Event description:
It was reported that this left ventricular (lv) lead was programmed off due to high pacing threshold measurements. The lv lead was replaced with a deep septal right ventricular (rv) lead and the non- (B)(6) rv lead was capped. The lv lead remains implanted and connected to the device. The procedure was completed successfully. Outside of the revision, no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).